Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a total hip replacement, the end of the acetabular handle broke off. It was reported that the account used the second handle in the set to complete the procedure.